Event description:
It was reported that the insulin pump had a frozen screen and unresponsive buttons. It was also stated that the insulin pump alarmed button error and battery out limit, but the alarms could not be cleared due to the unresponsive buttons. Troubleshooting was performed, but the issues were not resolved. It was stated that the screen remained frozen with no advancement of time on the display. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred. The insulin pump was tested with a test keypad and no frozen display noted. No unexpected battery out limit alarms noted. The insulin pump had trace of moisture on the motor home switch.